Event description:
It was reported during a follow up fluoroscopic exam, it was noted this drainage catheter had fractured and the distal portion of the catheter remained in the pt. Successful percutaneous retrieval of the detached catheter segment utilizing a snare followed. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Followup revealed this drainage catheter was in place for approx 8 weeks and accessed regularly. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system... This catheter should be evaluated by the physician on or before 90 days post-placement."